Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that there is a broken needle in the device ar-12990. There was no harm or adverse event for patient, operator or third party reported. This was noticed during reprocessing of the device. No further information received. Update avoe 25-nov-2024: it was confirmed that the error occurred during an anterior cruciate ligament repair surgery on the (B)(6) 2024. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpacked unk part number batch unk was received for evaluation. The evaluated device was the ar-12990 (serial/batch number (B)(6)), where it was presumed the needle was broken. Attempts to functionally test the ar-12990 (serial/batch number (B)(6)) found resistance when the needle attempted to pass through the instrument shaft; the instrument's cannulated shaft was obstructed. The visual evaluation noted a piece of the possible needle tip in the slot of the ar-12990 (serial/batch number (B)(6)). The most likely cause of the reported failure is a use error, specifically applying excessive force and/or repetitive actuations outside the surgical site. According to p40-0028-01, revision 4: warning. To help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuation outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. Per dfu-0392, revision 1: to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation was confirmed.